Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added: -a2: patient date of birth/age -a3: patient sex -d9: device return date -continuation of d10: dtba1d4 ICD, 5076-45 lead implanted on (B)(6) 2017 6935m55 lead implanted on (B)(6) 2014 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports. This is an additional finding not related to the reported event, likely due to the handling of the device. Log file analysis associated with (B)(6) revealed that a controller fault alarm and event exceptions was logged on (B)(6) 2021, due to a fault in the internal battery charging circuit. As a result, the reported event was confirmed. Log file analysis also revealed internal battery voltage values below nominal values. An internal inspection did not reveal any anomalies. During supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Additionally, a vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, and controller power up without a motor start event were logged at (B)(6) 2021 since 03:28:25, likely due to troubleshooting during the reported controller exchange. The most likely root cause of the reported event can be attributed to a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been requested regarding the event details and patient information, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event.